Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "rn met resistance when inserting guidewire during bedside PICC procedure. Clinician tried removing guidewire. Access needle came out however tip of guidewire could not be removed from patient." No other information was provided.